Manufacturer narrative:
Device was received at mercury service center, where it was determined that the fault was in the ac-dc component. That component was returned to the manufacturer on (B)(4) for additional investigation and was found to be faulty. The manufacturer studied the case and collected more information from the customer, and determined on (B)(4) that the event requires an MDR.

Event description:
The device (a capnograph/pulse oximeter) turned off while in use on a pt. This was noticed by a respiratory therapist and another device was substituted. No pt harm was caused.